Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction on conclusion code.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2020-31492. It was reported that high impedance was found in one of the leads during an ipg replacement procedure. As a result, one of the leads was explanted and replaced. It is unknown which lead is related to the issue. Therefore, all the suspected leads are being reported.